Event description:
It was reported that the patient's left ventricular (lv) lead became dislodged intraoperatively, re-access resulted in a dissected vein. The lv lead was then removed and was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated stretching and damage at implant.